Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and prime anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had deep scratch on screen was dimmed, changing batteries more frequently than previous, insulin pump rejected new batteries and priming took longer to complete and making grinding noise. It was reported that the insulin pump was rewind more than once to complete. The customer reported that the back and down button sticking and had to press multiple times to work. The insulin pump will not be returned for analysis.